Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the nurse noticed blood was dripping from the end because the rubber covering the non-patient needle did not recover resulting in contamination of the nurse's clothes on unspecified number of devices. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the nurse noticed blood was dripping from the end because the rubber covering the non-patient needle did not recover resulting in contamination of the nurse's clothes on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary : bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to sleeve leakage as all samples met specifications. Also, 8 out of 50 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."